Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. The 95% in-stent restenosis (isr) of a non-bsc stent implanted in 2015 was located in the severely calcified mid left anterior descending artery. A 3.00 x 28 synergy¿ drug-eluting stent was advanced several times to treat the isr but failed to cross the previously implanted stent. The device was removed and it was noted that the stent migrated from the balloon and moved within the catheter. Half of the stent was on the delivery system. A non-bsc stent was then implanted and completed the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent returned separated from the sds. On one end of the stent, the first 4 stent rows, the stent struts appeared to have received minor damages and on the remainder of the stent, stent struts were distorted and stretched. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were evident on the balloon body indicating that the stent was crimped on the balloon prior to stent detachment. A visual examination of the bumper tip showed signs of damage on the distal edge of the tip. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. The 95% in-stent restenosis (isr) of a non-bsc stent implanted in 2015 was located in the severely calcified mid left anterior descending artery. A 3.00 x 28 synergy¿ drug-eluting stent was advanced several times to treat the isr but failed to cross the previously implanted stent. The device was removed and it was noted that the stent migrated from the balloon and moved within the catheter. Half of the stent was on the delivery system. A non-bsc stent was then implanted and completed the procedure. No patient complications were reported and the patient's status was stable.